Manufacturer narrative:
Mml# (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure to revise the implantable pulse generator (ipg) and pocket site because the ipg was protruding. The ipg was removed, and a new ipg was implanted in a new location. There was no report of patient harm or injury. No allegation of a product deficiency. The device is working as intended.